Event description:
Hosp advised that when the pt was moved from one bed to another, the rate changed. There were two pumps on this pt at the time. Hosp indicated that they are not certain which of the two pumps had the alleged problem. There was no pt consequence.

Event description:
Hosp advised that on 8/2000 the pt was was transferred from the or to the ICU. Nursing prepared the bag and tubing and transfered pt from the pumps used in the or to two pumps in the ICU. Hosp advised that channel a on this pump was set up to infuse dopamine at a rate of 3.6cc/hr. Two nurses checked the pump to ensure this rate was correct. Channel b was set up to infuse nipride. Due to the pt condition the nipride was being actively titrated. There was an "inadvertent rate change" which led to an overinfusion of dopamine. The pump continued to function on this pt until 8/2000 with no prolems when it was removed from the pt. Pump was removed with the pt expired.